Manufacturer narrative:
Result: broken foot-end brake crank assembly.

Event description:
It was reported by svc report that the brakes were jammed on both sides. No pt involvement or adverse consequences were reported.